Event description:
It was reported that metal shavings were found while cleaning the device. There was no patient involvement and no reports of adverse consequences.

Manufacturer narrative:
The device was evaluated by a quality engineer and there were no metal shavings observed in the collet or evidence of corrosion that could have contributed to the shavings. One straight pin was determined to be missing. The collet is non-repairable.